Manufacturer narrative:
Multiple MDR reports were filed for this event. Please see associated report: 0002023141-2021-02713. Zimmer biomet complaint number (B)(4). Weight unknown / not provided. Initial reporter fax number unknown / not provided. Additional PMA/510(k) number ¿ k011028/k013227. A summary investigation has been completed for peri-implantitis events recognizing that a definitive root cause cannot be identified due to a wide range of external factors (non-design or manufacturing related), including medical conditions (e.g., diabetes, poor bone quality, etc.) / patient habits (e.g., smoking) and surgical technique. Previously completed investigations for these events have not identified any signals indicating potential non-conformances affecting the manufacturing and sterilization processes. Furthermore, the probability of a manufacturing or design defect that might lead to peri-implantitis occurring and escaping the available detections has been assessed and found remote and almost nonexistent. Should additional information be received which indicates that the device may have caused or contributed to the event, an additional report will be submitted.

Event description:
The doctor indicated peri-implantitis and the implants were removed. Tooth site #26. 2nd tooth site is unknown.

Manufacturer narrative:
Multiple MDR reports were filed for this event. Please see associated report: 0002023141-2021-02713-2. This report is being submitted to relay additional information and device evaluation. DHR review was completed for the subject lot numbers (1239349 & 1239347). It was confirmed that all operations and inspections were executed as per applicable procedure. No deviations or non-conformances, which could have caused or contributed to the reported event was noted as part of the DHR. Lot numbers were inspected and passed all acceptance criteria by qa. Sterilization records (op#150) were reviewed and verified to have passed all sterilization activities with no issues or nonconformities identified. Complaint history review was performed for the reported lot numbers (1239349 & 1239347) for similar events and one (1) other relevant complaint was identified, for lot # 1239349. Investigation has identified that the most likely probable causes are related to patient biological factors/condition and surgical technique. As documented in the summary investigations, contributing factors for the reported event likely exist outside of zimmer biomet control, including those related to patient biological factors/condition and surgical technique. Based on the summary investigations, no malfunction occurred upon investigation. The reported events remain non-verifiable as they are a medical condition.

Event description:
No additional event information at the time of this report.

Manufacturer narrative:
Multiple MDR reports were filed for this event. Please see associated report: 0002023141-2021-02713-1. This report is being submitted to relay additional information. B5: description of event was updated to add 2nd tooth location.

Event description:
Distributor confirmed the 2nd tooth site as #24.